Event description:
It was reported that during reprocessing a fenestrated bipolar forceps instrument, frayed cables were identified. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found a frayed pitch cable at distal idler. No damage was found on the clevis. An additional observation not reported were scratches on the surface of the distal pulley. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.